Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible t-wave oversensing (twos) and far field r-wave (ffrw) over-sensing were observed on the right atrial (ra) lead during the refractory/blanking period. Possible r wave under-sensing was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.